Event description:
Pt received a zygomatic implant in 2003 and developed a fistula with extrudate 3 months later. Despite the use of antibiotics, the status did not improve and the implant was removed in 2004. The incident was not reported to porex surgical until 2 months later.